Manufacturer narrative:
On dec 13, 2021 the customer returned pump for an alleged a33 alarm.device passed the displacement test and rewind test. However, device received with motor error alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device history download using thds was successful. However, there is no data available on (dec 14 2021), unable to perform data analysis for a33 alarm error complaint. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had presented a force sensor system alarm. Customer stated insulin was still dropping after motor stopped during fill process. The insulin pump was not bumped or dropped prior to the alarm. Customer stated that they did not remember to press cap or piston while they were connected to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer returned pump for an alleged a33 alarm. Pump passed the displacement test and rewind test. However, unit received with motor error alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Pump history download using thds was successful. However, there is no data available on (B)(6) 2021, unable to perform data analysis for a33 alarm error complaint. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.